Event description:
Per the audiologist, testing at the clinic 2007 of the patient's cochlear implant system showed two short circuit electrodes. The shorted electrodes were deactivated in the patient's sound processor program. Six months later, a repeat test showed multiple short circuit electrodes in the patient's sound processor program. The multiple shorted electrodes were deactivated in the pt's sound processor program. Results of an integrity test done the following month, were consistent with normal receiver/stimulator function with multiple short-circuit electrodes. Explantation/reimplantation is recommended but had not been scheduled at the time of this report.